Event description:
It was reported that the patient's ams 700 inflatable penile prosthesis was removed and replaced with a new ipp because the pump tubing was leaking. No patient complications were noted. Additional information received stated that there was a hole in the tubing. The patient status post procedure was good.